Manufacturer narrative:
Analysis found the unit passed displacement, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. There were no excessive no delivery alarm or motor error alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms and motor error alarms. The customer's blood glucose was 40 mg/dl at the time of incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.